Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support for just under 2 weeks, the patient expired due to sepsis. The infection could not be controlled, and the patient died before being discharged. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-20615. G1 reporting contact email revised on manufacturer device report 1220648-2024-20615 in accordance with updated procedures. G2 report source; foreign was missing from manufacturer device report 1220648-2024-20615 h1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-20615. H6 health effect - impact code 4648 and investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20615.